Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver 750mg of levaquin for a duration of one hour. The customer contact stated that 30 minutes after the delivery was started, the pt reported the tubing set was leaking. The nurse picked up the tubing set and the tubing separated from the leg of the distal y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.